Manufacturer narrative:
The lot was manufacturing between 13 july 2018 and 20 july 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a box of minicaps were leaking iodine with no damage or cracks observed. The issue noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.